Manufacturer narrative:
(B)(4).

Event description:
While testing patient samples, the customer reported they received "temp fluid cooling" error and "overflow container fluid level too high" error. The customer emptied the overflow container and flushed the waste tubing. They found a leak in the reagent tubing and fluid on top of reagents. The customer cleaned up the fluid. The customer stated there were about 10-12 samples that had to have corrected reports for a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application a1c. Of the data provided for five patient samples, only the results for 4 patient samples were discrepant. Sample 1 initial result was 8.4%, repeat result was 5.4%. Sample 2 initial result was 8.0%, repeat result was 6.8%. Sample 3 initial result was 8.1%, repeat result was 5.4%. This patient was a (B)(6) male. Sample 4 initial result was 8.0%, repeat result was 6.8%. This patient was a (B)(6) female. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The doctors were alerted so patients would not have been treated based on initial results. There was no adverse event. The reagent lot number was 12556801 with an expiration date of 06/30/2017. The field service representative found that instrument was in use and the customer had cleaned the sample wash stations and drained the overflow container. The instrument was rebooted and was in use.